Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor lost connection shortly after sensor start, and the agent guided the user to toggle the cgm switch and restart the sensor, after which troubleshooting and education were completed. No adverse clinical symptoms reported. Outcomes included no impact on activities of daily living and no medical intervention. User support included a review of user-reported signal loss and successful re-pairing guidance. Investigation of this case revealed a communication or pairing interruption between the cgm and responsible device, with no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction or connectivity issue consistent with signal loss that resolved with standard troubleshooting.